Event description:
It was reported to boston scientific corporation (bsc) on january 22, 2009, that a hydratome rx was used during an endoscopic retrograde cholangiopancreatography procedure performed in 2008. This device was returned with another device complaint to bsc. The bsc investigation site indicated that the returned device had a split. Additional follow-up with the customer revealed the tip of the device was split and the procedure was completed with another hydratome rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. Product investigation of the returned device revealed the exposed cutting wire was bent, discolored and the tip was split. The bent wire and split tip are likely due to the customer usage/handling. It appears that the distal tip might have come into contact with some part of the scope (elevator), causing the tip to be cracked/split, while the device was being advanced in the scope.